Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of the activity.

Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 3 of 4 and a notice: draining slowly message. A fluid leak was discovered. Fluid was found in the pump module area of the cycler and on the external portion of the cassette. Fluid was reported to be leaking from the pumps. The fluid leak was discovered in step 9 of treatment complete. The patient was not connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) for advice on performing alternate treatment, and to continue use of the cycler the following day. Upon followup the patient contact confirmed the reported event. The patient contact stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed the patient has continued using the cycler for their pd treatment without issue since. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 3 of 4 and a notice: draining slowly message. A fluid leak was discovered. Fluid was found in the pump module area of the cycler and on the external portion of the cassette. Fluid was reported to be leaking from the pumps. The fluid leak was discovered in step 9 of treatment complete. The patient was not connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) for advice on performing alternate treatment, and to continue use of the cycler the following day. Upon followup the patient contact confirmed the reported event. The patient contact stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed the patient has continued using the cycler for their pd treatment without issue since. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.